Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a wavelet detection. Wavelet algorithm did not withhold for sinus rhythm. Needs vector reprogramming likely.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient got into the hospital after episode of falling. First the patient was observed by neurologists and then got to cardiology department. There the experienced ventricular tachycardia (vt) episode which was terminated by external defibrillator. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.